Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received indicating a high scan of 165 mg/dl while wearing the adc device. As a result, on (B)(6) 2022, the customer was treated with insulin (type/dose unknown) and subsequently experienced a loss of consciousness. The customer was provided an injection of glucagon by the caregiver for corrective treatment. It was further reported that a laboratory test of 109 mg/dl was obtained and no further information was provided. There was no report of death or permanent injury associated with this event.